Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient feeling weak and experiencing shortness of breath. System evaluation noted noise on the right ventricular (rv) channel which could be reproduced with arm movements. Additionally, elevated threshold measurements were noted. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.